Event description:
On (B)(6) 2012, the reporter called animas alleging that for the last few months, the bolus button has to be pressed hard to evoke a response and for the last few weeks the down arrow button has been hypersensitive. The patient reportedly keeps the pump attached to a belt and cleans the pump with a damp cloth as needed. The pump is reportedly worn in the shower. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission: 06/27/2016, device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: investigation revealed that the audio bolus button cover was punctured. The bolus button was unresponsive due to moisture under the button contact. The keypad cover was found to be torn and all keypad buttons were unresponsive due to moisture under the button contacts. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places and the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.